Event description:
It was reported that following recent training, the user experienced hyperglycemia with an alert for insulin delivery occlusion while using an inset infusion set; blood glucose rose above 400 mg/dl during a meal and returned to range after the user changed supplies, indicating an occlusion that resolved with infusion set replacement. Symptoms included elevated blood glucose without loss of consciousness or other acute clinical effects. Outcomes included no medical intervention, no hospitalization, and no ketone testing, with continued use of the ilet and resolution within a few hours. Investigation included review of the reported event and user troubleshooting and education. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that was corrected by replacing supplies. It was concluded that the event was related to an occlusion of the infusion set, with no injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.